Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid balance test failure alarm occurred during a routine hemodialysis treatment. Partial rinseback was completed, resulting in an estimated blood loss of 90cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operation not completing rinseback of the pt's blood as instructed in the user's guide in the event of an unrecoverable alarm. The disposable cartridge was not returned as requested. The exact cause of the alarm is not known. Occasional alarm during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.